Manufacturer narrative:
(B)(4).

Event description:
The customer reports the needle cannula was separated from the hub during patient use. No patient harm reported.

Event description:
The customer reports the needle cannula was separated from the hub during patient use. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned an opened es-04708 set containing an arrow raulerson syringe (ars) and an introducer needle hub for evaluation. The ars was connected to the needle hub and the introducer needle cannula was not returned. Visual examination of the returned needle hub revealed that the needle cannula had completely detached from the hub and was not returned. No pieces of the cannula remained within the hub which indicates the cannula detached cleanly rather than breaking and separating. Microscopic examination of the needle hub did not reveal any cracks or damage that could have contributed to the separation. Evidence of use was observed as well as evidence of adhesive residue within the cannula seat in the hub. The cannula seat in the hub appeared as expected and no obvious molding issues were observed. No defects or anomalies were observed with the ars. Visual examination of the needle cannula could not be performed as it was not returned for evaluation. The product drawing for the introducer needle hub indicates that the hub inner diameter is a 3-tier stepped ID with 3 separate ID specifications. The proximal step ID (closest to the luer thread) measured 0.041" which is within the specifications. The middle step ID measured 0.051" which is within the specifications. The distal step ID (closest to the cannula) measured 0.059" which is within the specifications. Dimensional inspection of the cannula could not be performed as it was not returned for evaluation. The needle attached and detached from the ars as expected. A device history record review was performed on the introducer needle and no relevant manufacturing issues were identified. The report that the needle cannula detached from the hub during use was confirmed through examination of the returned needle hub; however, the needle cannula was not returned for evaluation. The customer returned just the needle hub which revealed that the cannula had completely detached from the hub and had not been returned. The needle hub met all relevant dimensional/visual requirements and a device history record review of the needle manufacturing and assembly processes did not identify any manufacturing related issues. Based on these circumstances, the probable cause of needle cannula separation could not be determined from the information provided and without the needle cannula being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.